Event description:
It was reported that during a procedure of the heavily calcified vessel, proximal to the ostium of the right coronary artery (rca), two whisper guide wires were used with one as a buddy support guide wire in the vessel while a non-abbott stent was implanted. It was noted that one of the guide wires became jailed. During an attempt to remove the jailed whisper guide wire by torquing and pulling, the tip stretched and became detached; remaining in the vessel. It was noted that the non-abbott stent collapsed [accordion] with a longitudinal deformation and partly occluded the rca. Several days later the patient had a successful coronary artery bypass graft (CABG) procedure. There was no reported adverse patient sequela. There was prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect removal it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi-torque guide wire instructions for use (IFU) states: do not torque a guide wire if the tip becomes entrapped within the vasculature. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and stent. Based on the reviewed information, no product deficiency was identified.